Manufacturer narrative:
B3: event date is unknown h3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a flex arm used for spinal therapy. It was r eported that the tip of the flexible arm does not tighten properly. There was no patient involvement reported. There were no further complications reported regarding the event. The type of procedure involved during the event was med therapy.

Manufacturer narrative:
H3: product analysis of product:9560524, lot no:my25b001 visual and functional testing identified that the loctite that's on the threads of the accessories holding end of the instrument is missing. Root cause is undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.